Event description:
It was reported there was a leak past the o-rings. The o-rings did not appear to be malformed in the package. The insulin leaked at the first and the second o-ring. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.